Event description:
Information received indicates the brake caster will not hold in brake.

Manufacturer narrative:
The technician found the caster could no longer be adjusted. The technician replaced the worn brake caster to repair the bed.